Event description:
The customer reported recent no delivery alarms from the insulin pump. The customer also reported having high and low blood glucose values, ranging from 31 mg/dl. To 300s mg/dl. The customer was concerned about over-delivery as well, thought that may have been the cause of the low blood glucose values. The customer stated doing a complete set change resolved the issue. It was advised that the customer call the helpline whenever such issues recurred to complete troubleshooting. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.